Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7290492 according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by your facility for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. CAPA# (B)(4) was initiated.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced catheter damage/deformation which was noted prior to ue. The following information was provided by the initial reporter: when the unsealed indwelling needle is ready for use, the naked eye can see that the hose is bent. Immediately replace the other indwelling needle to complete the operation without harming the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced catheter damage/deformation which was noted prior to ue. The following information was provided by the initial reporter: when the unsealed indwelling needle is ready for use, the naked eye can see that the hose is bent. Immediately replace the other indwelling needle to complete the operation without harming the patient.